Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the doctor noticed the firing pedal on the footswitch got stuck and kept firing without pressing the foot pedal. The doctor finished the procedure on the patient with everything going well. After finishing the procedure, but before removing the fiber from inside the patient, the doctor pressed the firing pedal several times until it switched off. This was the first time this has happened. The procedure was completed without any patient complications.